Event description:
Customer reported that false positive results were obtained with 6 patient samples.

Manufacturer narrative:
Customer had not realized that they were using a different reagent. The customer had followed the incorrect instructions for use.ocd performed retained testing and a batch record review. Satisfactory results were observed.